Event description:
It was reported that patient had a pacemaker installed and contracted a systemic infection. Left knee was implanted (B)(6) 2005.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: description: duracon universal b/p non-beaded, lot # rmks, cat # 6632-3-615. Description: dura duration all poly pat sm, lot # 00115893, cat # 6642-2-050. Description: dcon std beaded fem lft m, lot # 01017, cat # 6630-0-310. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation.